Manufacturer narrative:
As reported via the (B) (4) registry, the patient expired due to an unknown cause approximately ten months after the index procedure. According to the investigator, the death was not related to cordis product. At the time of the index procedure, angiography revealed 80% stenosis of the proximal left vertebral artery. The lesion was described as eccentric, mildly calcified and 20mm in length. The reference vessel was 6mm in diameter. An angioguard rx with a 6mm basket was deployed beyond the target lesion, and the lesion was pre-dilated. A 9.0 x 40mm precise rx stent was implanted at the target lesion with no residual stenosis. The patient left the angiography suite without neurological symptoms and was discharged the following day. Information about the patient's death was found in the social security death index and newspaper clippings. The patient's phone number was disconnected and the cause of death could not be determined. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective or preventive action will be taken, given that the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported via the (B) (4) registry, a patient expired due to an unknown cause approximately ten months after the index procedure. Information about the patient's death was found in the social security death index and newspaper clippings. The patient's phone number was disconnected and the cause of death could not be determined. According to the investigator, the death was not related to cordis product. At the time of the index procedure, angiography revealed 80% stenosis of the proximal left vertebral artery. The lesion was described as eccentric, mildly calcified and 20mm in length. The reference vessel was 6mm in diameter. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise rx stent was implanted at the target lesion with no residual stenosis. The patient left the angiography suite without neurological symptoms and was discharged the following day.